Manufacturer narrative:
It was reported to abbott that the patient had a lead revision due to ineffective stimulation. The report stated that the initial lead (l4) had not provided adequate relief so it was explanted and replaced. The s 1 lead was disrupted and was also replaced. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-04925. It was reported the patients l4 lead (related manufacturer reference number: 1627487-2020-04925) did not provide effective therapy. As a result, surgical intervention during which the lead was explanted and replaced. During the procedure the s1 lead was disrupted and therefore also replaced.